Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges unfolded casing of the endotracheal tube. No patient injury or complications reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the sample showed strong signs contamination and usage. Missing parts or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed heavy signs of wear, a partially detached pva-coating , and pressure marks on the laser foil in the middle of the tube. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, no manufacturing related root cause could be identified. During the manufacturing process, a number of in-process controls are carried out. It is most likely that the issue was caused by an insufficient moistening of the tube shaft and/or a kinking in the area of the laser guard foil; although this could not be confirmed. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges unfolded casing of the endotracheal tube. No patient injury or complications reported.